Event description:
The customer reported that under direct vision via bronchoscope in ICU, the pt's tracheal tissue was noted being aspirated into subglottic suction port. The pt's status reported as recovered. The device had been in use 20-24 hours. Re-intubation was required. The device was pre-tested prior to use. There was no sample or lot number retained.

Manufacturer narrative:
The lot number is unk; therefore, the date of MFR cannot be determined. The tube was discarded, therefore, unavailable for failure investigation. No conclusions can be made without the device or the lot number. Info has been added to the database for trending purposes. In a subsequent f/u conversation with the customer by the covidien rep, it was learned that this customer had never used an evac tube (an endotracheal tube with a suction port for evacuation of secretions) and had just started doing so with taperguard. The tube was pre tested prior to pt insertion. The info gained suggests that the user not being familiar with the tube and how it is used, may have resulted in the need to re intubate the pt. Ongoing eval, education and training with the customer is in progress.